Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that during procedure, sparking occurred at a monopolar needle from a competitor. No patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).